Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure to treat cystocele and rectocele on (B)(6) 2013 and mesh was implanted. It was also reported that she experienced pain, bloating, dyspareunia, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone mesh removal surgery and will require additional revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2013 and a mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, bleeding, and vaginal scarring. It was reported that the patient underwent cystourethroscopy with urethral dilation & calibration and mesh revision on (B)(6) 2013 due to transvaginal erosion, pelvic pain, vaginal constriction and apareunia. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystocele & rectocele repair and cystoscopy. No additional information was provided.